Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow, down arrow, and ok keypad buttons required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was peeling at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the ok and contrast keypad buttons were intermittently unresponsive; the up arrow and down arrow keypad buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.